Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was 'hi' with nausea, atypical thirst, excessive urination, abdominal pain and/or vomiting and large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal rate by health care provider (hcp). Customer technical support agent reviewed the event with the reporter. Review of potential causes for inaccurate deliveries determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues revealed that the hcp had made adjustment to the basal setting due to patient entering puberty, but the basal and/or temporary basal settings were incorrectly programmed by the user. No pump malfunctions were identified during the troubleshooting session. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that the basal rate was not set correctly per hcp instruction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found the last bolus was delivered a day after the complaint date. Pump history showed that the pump was manually suspended for about 30 minutes and resumed on the complaint date. Total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found some cosmetic damages. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported history setting issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported issue, the display was dim and discolored.